Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear, as stated in the experience report. However, the reason for the wear could not be determined because the device was not returned for evaluation and images were not provided.

Manufacturer narrative:
Pending investigation. D10: 3756746 02-010-04-0350 - logic cr femoral por, right, sz 5. 3807243 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t. 3967574 200-02-38 - three peg patella 38mm. 4200659 201-78-15 - holding pin mini sharp point 4 pk. 4069065 201-78-81 - 3 trocar, mod. Hex 2pk. 4069078 201-78-81 - 3 trocar, mod. Hex 2pk. 4069116 201-78-81 - 3 trocar, mod. Hex 2pk. 3947329 521-78-23 - threaded pin size 2.3 collared. 3947335 521-78-23 - threaded pin size 2.3 collared. 4050659 521-78-23 - threaded pin size 2.3 collared. 10020015031 a10012 - gps implant kit v2. 10021015020 a10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial right tka on (B)(6) 2016. The patient was revised on (B)(6) 2023 due to poly wear. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.